Manufacturer narrative:
Unit received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests or verify under/over delivery due to missing segments/partial display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the customer experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. Customer report customer did not allege insulin pump was under delivering. Customer treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.